Event description:
It was reported that revision of common femoral artery to popliteal artery bypass occurred. On (B)(6) 2024, two 6.0 x 150mm, 150cm ranger were selected for use as part of the clinical study. On (B)(6) 2025, it was noted that a revision of common femoral artery to popliteal artery bypass occurred which resulted in prolonged hospitalization. The patient was discharged from the hospital on (B)(6) 2025. It was further reported that right superficial femoral artery occlusive disease with rest pain occurred.

Manufacturer narrative:
A2 - age at time of event: 71 years old at the time of consent. A4 - weight: 164.4 lb. B5. Describe event or problem: added information, based on additional information.

Manufacturer narrative:
A2 - age at time of event: 71 years old at the time of consent a4 - weight: 164.4 lb b5. Describe event or problem: added information, based on additional information.

Event description:
It was reported that revision of common femoral artery to popliteal artery bypass occurred. On (B)(6) 2024, two 6.0 x 150mm, 150cm ranger were selected for use as part of the clinical study. On 16-oct-2025, it was noted that a revision of common femoral artery to popliteal artery bypass occurred which resulted in prolonged hospitalization. The patient was discharged from the hospital on (B)(6) 2025. It was further reported that right superficial femoral artery occlusive disease with rest pain occurred. It was further reported that the location of the intervention was on the right proximal superficial femoral artery.

Manufacturer narrative:
A2 - age at time of event: 71 years old at the time of consent. A4 - weight: 164.4 lb.

Event description:
It was reported that revision of common femoral artery to popliteal artery bypass occurred. On (B)(6) 2024, two 6.0 x 150mm, 150cm ranger were selected for use as part of the clinical study. On (B)(6) 2025, it was noted that a revision of common femoral artery to popliteal artery bypass occurred which resulted in prolonged hospitalization. The patient was discharged from the hospital on (B)(6) 2025.